Event description:
It was reported that approx one month post filter implant, the patient had a CT (other medical reasons) and it was identified that the filter had migrated caudally, approx 3.8cm, presented a tilt of approx 33 degrees and one of the filter's legs was in the lumbar accessory vein. The patient was asymptomatic; however, underwent filter retrieval. The filter was successfully retrieved using a snare device. There was no injury to the patient. Reportedly, the filter was placed prophylactically due to a prior history of pe. There was no intention of removing the filter; however, the filter did not need to remain in place once anticoagulation was restarted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was discarded by the user facility, therefore, no sample eval could be done. Based on the info available, the results of the investigation are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use): warning: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU.